Manufacturer narrative:
Evaluation results: (deformation problem). (B)(4).

Event description:
Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement to the lesion. The stent was positioned on the balloon between the marker bands as per specifications. The 4th 5th 6th and 7th distal stent segments were raised and deformed.

Manufacturer narrative:
Results and conclusions: (stent dislodged). (Lesion morphology ¿ 99% stenosis, moderate calcification and moderate vessel tortuosity). (Device or procedural images not provided for review). (Device not returned for evaluation). (B)(4).

Event description:
It was reported that an attempt was made to implant an endeavor resolute drug-eluting stent to a moderately calcified lesion in the rca with 99% stenosis and moderate vessel tortuosity but the device could not cross and it was reported that the stent was stripped off the balloon. Device was inspected prior to use with no issues noted. The lesion was pre-dilated and resistance was encountered when advancing the device but no excessive force was used. The procedure completed with same brand and size stent. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Patient presented with inferior mi. No injury to patient reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.